Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in several field advisories and field corrections. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient may be awaiting ipg replacement.

Event description:
Follow up information identified that the patient's ipg was removed and replaced with a different model via surgical intervention.